Event description:
Additional information has been requested and received stating as per surgeon possibility of patient injury. Also stated possibly non serious poor contrast with unknown causality.

Manufacturer narrative:
The product was not returned for analysis. The reporter stated: it seems that the surgeon has not been able to keep checking the condition or intraocular lens (iol), so it is unclear whether the finding is continuing or have disappeared. The origin of the reported complaint cannot be confirmed. Complaints have been received reporting a potential presence of polychromatic sheen. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A surgeon reported during intraocular lens (iol) implant procedure, surgeon could see an oil like film on the surface of iols. When surgeon touched the iol after implantation with a hook or hydro needle, only the touched area seems to be peeled off. The surgeon commented that this iol finding clearly visible under a microscope but not so much on video. The surgery was performed and completed without product replacement. Additional information has been requested. There are ten medical device reports associated with this report. This is 1 of 10.

Manufacturer narrative:
A product was not returned for analysis, the lens remain implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.